Event description:
The customer reported a leak inside the coulter lh 500 hematology analyzer. The volume of the leak was not specified. The leak was not contained within the analyzer. The leak was not contained within the analyzer. There was no contact of the leak to open wounds or mucous membranes. The customer was wearing a lab coat and gloves at the time of the event. Medical attention was not sought. No erroneous results were generated in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the site to evaluate the instrument.

Manufacturer narrative:
The fse found a hole in the tubing through pinch valve pv37 at the feed through fittings ff107 and ff124. The fse replaced the tubing to fix the leak. (B)(4).